Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08239. It was reported the patient is experiencing ineffective therapy after a sky diving accident. X-rays taken did not show a lead migration. Furthermore, diagnostic testing reveal multiple lead contacts with invalid impedance. Reportedly, the patient consulted with a neurosurgeon whereas surgical intervention was concluded as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report#1627487-2015-08239. Follow-up identified surgical intervention was undertaken whereas both leads were explanted and replaced with a single paddle lead. Reportedly, the physician electively replaced the original ipg with a newer model. Effective stimulation was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.